Manufacturer narrative:
(B)(4). The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that during redo sleeve procedure, while using the stapler (black cartridge) with the second reload, it was difficult to introduce the stapler into the trocar. While using the stapler for the third time, the same issue occurred. Then they saw the anvil was bent. A second like device was used to complete the procedure. There were no patient consequences reported.

Manufacturer narrative:
(B)(40. Batch # p55505 the analysis found that one plee60a device was returned with no apparent damage and with one gst60t cartridge reload loaded on the device. The reload was received fully fired. The device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The event described could not be confirmed as the device performed without any difficulties noted. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.